Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter was reading inaccurately high and inaccurately erratic. The patient reported obtaining results of 312, 466, and 448 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl. In 2007, the patient said he took insulin based on high readings he had obtained on the reported meter; the insulin type, dose, and time taken and specific readings and times were not provided. The patient's diabetes treatment regimen was not provided. That night he woke up shaking and sweating. He obtained a reading of 51 mg/dl on another meter. The patient's wife treated him with orange juice. No reading obtained on the reported meter while the patient was symptomatic was provided. The customer care advocate (cca) confirmed the reported readings in the meter memory and verified that the patient followed correct testing technique. A control solution test was not performed because the patient had no control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges that he took insulin based on elevated readings on the lfs product and the lfs meter memory documented readings outside of precision specifications. Afterward, the patient claims he experienced symptoms that suggested hypoglycemia and a low reading was obtained on another meter. The patient was treated with orange juice.